Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address femoral stem loosening. Update jul 07, 2017: pfs and medical records received. In addition to what was previously litigated, pfs also alleges right hip pain aggravated by walking and prolonged activities. After review of medical records for MDR reportability it was reported that patient was revised to address loosened femoral component. Revision note mentioned, that the sleeve was loose and easily removable. There were normalizations in the proximal neck around the sleeve but the sleeve was loose. The femoral head demonstrate no damage and there were no metallic staining in the hip. Radiology report showed, the diffuse update in the proximal femoral portion of the prosthesis, could be either postoperative changes or loosening. The head and sleeve are now being reported. Updated the product part/lot information of the stem. This complaint was updated on: jul 19, 2017.